Manufacturer narrative:
A supplemental repot will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis nurse reported a pt came into the clinic with symptoms of peritonitis and produced a positive culture result for enterococcus faecium on (B)(6) 2014. The pt was then admitted to the hospital on (B)(6) 2014 and is still currently hospitalized. A request for medical records has been made.